Event description:
Journal article reported the pt was elderly and diagnosed with parkinsons in 1991. The pt could hardly walk and suffered from depression. After the deep brain stimulation surgery, the pt's shaking decreased and the pt was able to walk without a walker with assistance. The pt experienced altered speech and continues to have her medications adjusted. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is received.

Manufacturer narrative:
.